Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead had dislodged; the device could not be repositioned. The lead was capped and replaced.